Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that everything was working great until (B)(6) 2017 when he went to charge with the belt, and the display on the charger was blank and it was beeping every 5 to 10 seconds. The patient is feeling things that he has not felt in a little while because the stimulation has also stopped on (B)(6) 2017. The recharger was frozen, was not working, and would not turn on. Performing a hard reset of the device resolved the issue. No further complications were reported or anticipated.